Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025, at home. The customer blood glucose was high (was around 300 mg/dl) at the time of passing. The customer received the treatment from the emergency medical service/hospice/emergency room. The event involved product mmt-1880l, mmt-397a, mmt-332a. Troubleshooting was performed for gathering the deceased information. The cause of death was difficulty in breathing and also customer¿s wife believes that the cause of death was due hyperglycemia. However, they did not receive the autopsy report. The customer was on oxygen as well. The pump was worn at the time of passing. Customer was using the insulin pump within 48 hours of the reported event. It was unknown whether the auto mode feature was active at the time of incident. No product return was required for mmt-397a, mmt-332a. Mmt-1880l is expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.